Event description:
Clinic notes dated (B)(6) 2012 indicated that the patient "had a vagus nerve stimulator placed at age (B)(6). She has had an episode of ventricular tachycardia, but has not had any cardiac problems recently". It is unknown what interventions have been taken. The physician noted on this date that the vns system was functioning properly. Attempts for additional information have been unsuccessful to date.